Manufacturer narrative:
The returned device was evaluated. During this testing the unit was observed changing screens on its own due to a touchscreen failure. Testing showed the unit to provide both audible and visual alarms when alarm limits were breached. A service history record review reveals that this unit was in the field for one year with no previous reported issues prior to this reported event.

Event description:
The customer reported that "the touch screen is not responding and keeps switching between screens." No pt incident was reported.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.